Event description:
It was reported following a 90 minute percutaneous coronary intervention (pci) for treatment of an acute myocardial infarction (ami), a 6f angio-seal sts plus was selected for use. A pre-deployment angiogram revealed no anomalies at the common femoral artery (cfa) puncture site. A 6f terumo sheath was also used during the procedure. The angio-seal was deployed and hemostasis was achieved. The pt was kept on bed rest the next day and blood tests were performed daily. Four days following the procedure, the hemoglobin dropped to about 8. The pt complained of low back pain and started to lose consciousness. A retroperitoneal hematoma was revealed with a CT scan and the puncture site was bleeding. Manual compression was applied for thirty minutes and four units of blood were given. A hematoma was observed spreading under the skin in addition to the retroperitoneal hematoma. The pt recovered and remained hospitalized for at least six days post procedure, then was discharged on an unknown date. The pt was taking anti-coagulants. Heparin was given during the procedure, and aspirin and panaldine were also prescribed (doses unknown). According to the physician, tension on the suture was performed according to the sales representative's instructions and he denied the possibility of high puncture site. Allegedly, CT imaging confirmed that the puncture site was located at the center of the femoral head and that blood oozed out of the site. The pt is reportedly recovering.

Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The IFU cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.